Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the analog interface (ai) pcb and exhalation module pcb. The unit passed extended self testing.